Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. No power issues were observed in the black box. Daily insulin delivery totals correctly reflected programmed basal rates. No data in black box or download histories from time of reported power issue due to continued use..no damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. Pump passed flow accuracy test and found to be delivering within the required specifications. Replace battery alarm reproduced during testing; pump gives appropriate audible and visual alert. The pump was opened and no damage was found to the power circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter claimed the patient awoke during the am time frame with a dead battery and tested at blood glucose at 500 mg/dl. The patient reportedly felt agitated and hyper. The reporter claimed the subject pump did not prompt a low battery or replace battery alarm prior to the power outage. During troubleshooting, the subject pump powered when the battery was replaced. The alarm history showed a low battery at 4:08 am and a replace battery at 5:03 am on the day of concern. The reporter acknowledged that the patient may have slept through the alarms. The reporter was informed that if the patient does not confirmed the low battery alarm, the subject pump will continue the alarm via tones/vibration which would drain the battery. All vibration/tones alarms are working properly. This complaint is being reported due to possible use error (low battery alarm was never confirmed) and because the patient had elevated blood glucose of 500 mg/dl while on insulin pump therapy.